Event description:
It was initially reported that there was a confirmed first overdischarge of the implantable neurostimulator (ins). A physician recharge mode (prm) had not been performed but the patient was instructed how to perform a prm and would return to the office one week after the date of this report for a reset. It was noted that if the patient was unable to recharge, it would be attempted in the office. Diagnostics or troubleshooting had not been performed but would be performed in the future. It was unknown if the issue had been resolved or if the cause of issue had been determined. Symptoms included less than 50% therapy relief at the device pocket. It was then reported that the battery was not able to re-started after multiple prm attempts. The patient did not have a working battery and was not scheduled for a replacement.

Manufacturer narrative:
Product ID 3777-45, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 37744, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger. (B)(4).